Manufacturer narrative:
D: primary UDI number - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information became available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the cgm reading was 65 mg/dl, and the patient self-treated with eating and drinking apple juice. After self-treatment the cgm reading went up to 85 mg/dl and eventually 101 mg/dl. 30 minutes to one hour later the patient received an urgent low soon alert. The patient started to experience symptoms of being nauseous and not being able to swallow and drink. The patient went to the hospital and when a fingerstick was taken the cgm was reading 55 mg/dl and the blood glucose reading was 539 mg/dl. The patient was diagnosed with diabetic ketoacidosis and was treated with intravenous insulin and fluids for dehydration. The patient was discharged 3 days after they arrived to the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the patient went to the hospital, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.